Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, transient ischemic attack (tia) is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported in a literature article that a transient ischemic attack occurred in a patient several days after the dual antiplatelet medication was changed to single aspirin six weeks after stenting procedure; dual antiplatelet treatment was re-started and statin derivatives were added to the treatment regimen. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The complaint source is a literature article of a retrospective review on sole stenting of ruptured aneurysm occurring by (B)(6) 2012. (B)(4): subject device remained implanted.

Event description:
It was reported in a literature article that a transient ischemic attack occurred in a patient several days after the dual antiplatelet medication was changed to single aspirin six weeks after stenting procedure; dual antiplatelet treatment was re-started and statin derivatives were added to the treatment regimen. No additional information is available.